Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. 2 triclips were implanted successfully. During deployment of third triclip, second triclip had single leaflet device attachment(slda) from septal leaflet. Third triclip was implanted at posterior septal leaflet 1. Per the physician, slda was due to the pre-existing patient anatomy and poor imaging. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and the reported slda per the physician is related to patient conditions (enlarged atrium and a large gap) and procedural conditions (poor echo imaging). Image resolution poor is related to procedural conditions as imaging was reported to be suboptimal. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 5 functional tricuspid regurgitation (tr) for a triclip procedure. During the procedure, imaging was challenging. 2 triclips were implanted successfully. During deployment of third triclip, second triclip had single leaflet device attachment(slda) from septal leaflet. Third triclip was implanted at posterior septal leaflet 1. Per the physician, slda was due to the pre-existing patient anatomy and poor imaging. The tr was reduced to grade 3 post procedure. There was no clinically significant delay or adverse patient effects.